Event description:
It was reported that a patient receiving v.a.c. Therapy developed a bleed during a dressing change (performed every 48 hours). Allegedly, the granulation tissue had grown to cover the acticoat, which was being used as an adjunctive product. When the product was removed, there was excessive wound bed bleeding that resulted in the patient receiving a blood transfusion.

Manufacturer narrative:
The health care provider (nurse practitioner) indicates that the acticoat was being used to "clean up" the wound in preparation for apligraf application. She further indicates that the patient's wound is healing. The device evaluation is pending.